Event description:
Article entitled ¿biotype artificial femoral head replacement for femoral fracture in elderly patients with chronic renal insufficiency "written by zuo weimin, yang long, wang jianji, ye sich uan, published by chinese journal of tissue engineering research on 16 jan 2018 was reviewed. The articles purpose was to analyze the medium-term and short-term results of biotype artificial femoral head replacement in elderly patients with chronic renal insufficiency and femoral fracture. Fifty-three elderly patients (75 years old and above) with femoral fracture were treated with biological artificial femoral head replacement. They were divided into 2 groups according to the renal function group, 25 cases of chronic renal insufficiency, 28 cases of non-chronic renal insufficiency. The operation time, intraoperative blood loss, blood transfusion volume and operation were compared between the two groups some complication listed were: 1 death of respiratory failure 1 month after replacement. 1 death of cardiopulmonary failure 3 months after replacement. Blood transfusions. Osteolysis. 1 revision due to dislocation, components used were noted to be: depuy corail stem, zimmer stem. Bipolar heads- unknown manufacturer. Literature is a valuable source of information. However, it has limitations, including nonspecific and indeterminate information about each adverse event. The patient's that were involved in this study had previous an extensive previous medical history and there were no allegations that the patient's death was directly caused by the arthroplasty procedure or depuy products.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.